Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer was asked to return the strips for investigation replacement test strips were sent to the customer.